Manufacturer narrative:
No conclusion code available; final analysis found burnt marks on the circuit board which resulted in the device power anomaly.

Event description:
It was reported that the patient home was stuck by lightening and the merlin.net transmitter would not power up. The device was unplugged and plugged but same issue resulted. The device was returned and exchanged.